Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they encountered low readings from the adc device. The customer was contacted and further indicated they obtained sensor readings ranging from 48 - 52 mg/dl and felt dizzy. The customer treated with juice and gummy candy, however, obtained an unspecified capillary result indicating hyperglycemia and received corrective treatment of 15 units rapid insulin. There was no report of death or permanent injury associated with this event.